Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The tip separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported tip detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a supera stent delivery system (sds) advanced to the superficial femoral artery (sfa), severely calcified lesion without issue. After stent deployment and while retracting the sds back into the guide, no resistance was noted; however, the tip separated. The tip was removed via snare. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.